Event description:
Dealer reported that the end user was being rolled out of the bathroom while being seated on the 65851r rollator when the right rear leg snapped causing the end user to fall to her knees. User sustained bruising to the knees. The operating instructions state a warning on page 1, "do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated". The device problem is related to the operator's technique, not an actual product malfunction. MDR filed based on the end user falling and minor injury.